Manufacturer narrative:
There is no allegation of system or component failure. Review of applicable device history records did not identify any excursions that are likely to have contributed to infection. Infection at surgical incision site is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm became aware that the patient had developed an infection at the surgical incision site and had been prescribed oral antibiotics. The infection was not cleared with the medication and the physician and patient elected to remove the system. On (B)(6) 2023 the system was explanted and the patient was admitted to an inpatient facility for wound irrigation and IV antibiotics. Representatives from nalu were not made aware of the planned procedure and were not present for the explant.